Manufacturer narrative:
No sample is available for the manufacturer to evaluate. Device history record (DHR) review could not be conducted since the lot number was not provided. No conclusion can be established at this time since the lot number was not provided to perform an investigation. A follow-up report will be submitted if additional info is received.

Event description:
The event is reported as: the complaint was reported, as follows: during the sacrospinous ligament fixation procedure, the account reported that when the physician was trying to place the capio in the pt's left sacrospinous ligament, after she threw the capio bullet broke off inside the pt. The case was completed with another of the same device with no harm to the pt.